Event description:
The customer reported the device failed the operational check for therapy. There was no reported patient involvement.

Manufacturer narrative:
The therapy pca was received for failure analysis. It was placed on the mrx test fixture. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy pca. Philips cannot rule out a malfunction of the capacitor and/or therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.